Manufacturer narrative:
Final device investigation revealed no failure detected. The device was x-rayed and found to have 4 clips remaining. The device was fired twice and appeared to operate as expected. The fired clips was examined under a scope and had good pinch and proper alignment. The next clip loaded into the jaw. While there was blood and debris in the jaw area, the push fork and clip retainer appeared in good position and condition.

Event description:
It was reported that during a procedure the clip applier was not clipping and the clips kept falling off. Another device was opened with the same experience. It was later reported that event occurred during a laparoscopic cholecystectomy procedure and the clips were malformed and loose. The problem was noticed immediately and the clips were replaced. The procedure time was extended due to close observation and some instances of waiting for a new device. There was no pt injury. There was no sequelae beyond the operating room. See MFR report # 2134070-2012-00017 regarding the other device.